Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilation and stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon ruptured when approaching 7 atm. The procedure was completed with another cre wireguided dilatation balloon. The patient condition at the conclusion of the procedure was reported to be stable. However, it was noted that the patient was not tolerating after the procedure and did not recover nutritionally. Additionally, the patient experienced nausea and discomfort in the foregut area. Resultingly, the patient remained in the hospital for 5 days for medication and further monitoring. Per the physician assessment, it is unclear if the patient complications were a direct result of the cre wireguided balloon or another part of the procedure, but the burst contributed to the lining of the esophagus stretching.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilation and stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon ruptured when approaching 7 atm. The procedure was completed with another cre wireguided dilatation balloon. The patient condition at the conclusion of the procedure was reported to be stable. However, it was noted that the patient was not tolerating after the procedure and did not recover nutritionally. Additionally, the patient experienced nausea and discomfort in the foregut area. Resultingly, the patient remained in the hospital for 5 days for medication and further monitoring. Per the physician assessment, it is unclear if the patient complications were a direct result of the cre wireguided balloon or another part of the procedure, but the burst contributed to the lining of the esophagus stretching.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.